Event description:
Prytime is filing this report with an abundance of caution due to the presence of an introducer sheath, which may have contributed to the development of a thrombus formation requiring a thrombectomy for treatment. The introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. The case involved a male patient who was presented to the facility after sustaining a fall injury a day or two prior. The patient was initially presented to another facility and then transferred to the current reporting facility. The patient was hypotensive upon arrival with an sbp in the 80's and into the 70's with two vasopressors infusing. Percutaneous access was gained at the left common femoral artery (cfa). The medical team expressed some difficulties gaining access and insertion due to the patient's large size but was ultimately successful. It was later noted that the patient's cfa was a very small caliber and was confirmed to have arterial calcification and arteriosclerosis. The reboa catheter was placed in zone-1 and the balloon was inflated for approximately 1.58 hours at partial occlusion. There were no issues encountered with the use of the catheter or the sheath during the reboa procedure. Following completion of the ir procedure, the catheter balloon was deflated and removed without issue. Approximately two hours later the sheath was removed; however, it is unknown how the sheath was managed while left in place. Shortly after sheath removal, the patient's lower left extremity pulses were absent; though the leg was not cold to the touch, no pulses were present. The vascular department conducted an angiogram which showed a significant thrombus of the left cfa and distal vessels. Vascular surgery conducted a thrombectomy for treatment of the thrombus. Post procedure, the patient's pulses returned. Upon investigation of this incident, the presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor to the development of the thrombus. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling.